Event description:
Reporter alleged the compact test strip vial had a usable expiration date of 12-31-2007, while the domestic manufacturer verified through their batch records the test strips were expired with a date of 12-31-2006. No actions were taken or treatment was reportedly received. A request has been made for the return of the suspect product and replacement product has been sent.